Manufacturer narrative:
(B)(4). Date sent: 6/8/2026 d4: batch # 807d17 investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sr75 (a) reload determined that it was received with no apparent damage, the swing tab was in the locked position, and 17 proximal drivers up. The reload swing tab was reset in order to fire the cartridge, and the reload was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples met the staple form release criteria. However, 2 missing staples were found on the distal end. The event reported was confirmed and is related to improper use of the device. It is possible that improper handling of the reload caused the staples to fall out; proper handling instructions should be used when removing and reloading cartridges into the device. The cartridge reload is designed to lockout as a safety feature if any staples have been fired from the cartridge reload, and failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 807d17, and no non-conformances were identified. Additional information was requested and the following was obtained: is the current patient status known? Stable condition was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparotomy for small-bowel resection in the setting of mesenteric ischemia. While using a violet 60 mm endogia stapler (lot number unknown) to resect the last 20 cm of small intestine, the stapler cartridges failed to fire on three occasions. This caused a delay to the surgical procedure and posed a risk of hemorrhage. A different lot was used successfully.